Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a button error alarm. Customer's blood glucose level was 8.5 mmol/l. Customer mentioned that the down arrow button and the escape button are not responding even though they press the buttons several time. Customer advised to insulin pump will need to be replaced. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.